Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. The displacement test could not be performed or the excessive no delivery alarm verified due to the motor error alarm. It was also received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error 4 times during basal. Blood glucose value was 251 mg/dl. The device was not exposed to a magnetic field and the drive support cap was recessed. The customer was able to rewind, but received a no delivery alarm. The device was returned for analysis.